Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a damaged and unresponsive lcd touchscreen was confirmed. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd touchscreen, which did show signs of physical damage (cracked).

Event description:
It was reported to ventec that the lcd touchscreen on the device was damaged (cracked) and unresponsive. There was patient involvement associated with the reported event; however, there was no patient harm as a result of the reported issue. The patient was placed on a backup ventilator for care.